Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. All available information was investigated and the reported steerable guide catheter leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the air leak in the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter (sgc) was undergoing functional inspection prior to use; the hemostatic valve was being tested, but it was not able to hold fluid column. The test was repeated a second time, but it was still unable to hold fluid. There was no patient involvement. Another sgc was prepared and was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.